Event description:
It was reported that the right ventricular (rv) lead impedance had dropped within about three weeks of implant due to microdislodgement. The rv lead position was revised and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).